Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2008, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot (B)(4), ubd: 07-nov-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a post-operation visit while turning the implantable stimulator on, there were out of range impedances on all electrodes when used; 7 and 1.5 were able to get paresthesia on lead 2. The contributing factors that led to the issue was unknown because the patient had a battery replacement ten days prior to the report and they hadn¿t used the system for a while before. Prior to the battery replacement, one lead was listed for the patient but on replacement, there were two leads listed. In the end, the rep reprogrammed using just lead 2. It is unknown if the issue resolved and unknown if surgical intervention was panned. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the battery had been depleted for a while and the physician¿s office took a long time to schedule the replacement. During post-operative programming, the manufacturer representative was able to give the patient coverage using the one lead. The patient was happy with this. The cause of the post-operative out or range impedances were unknown, and the out of range impedances were not resolved. There were no patient symptoms or complications reported.